Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the male side of the extension set cracked in a microclave during ECMO and blood administration in the picu. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the male luer cracked was confirmed. During visual inspection it was noted that the extension set¿s male luer tip was broken off with one side slightly higher than the other. Inspection of the damaged component under magnification showed a whitish colored stress marking on the broken luer tip¿s lower side. The broken off luer tip was received stuck in the microclave. There were no signs of damages or deformities on the spin collar. Functional testing was not performed due to the damage. The root cause of the male luer cracking was not identified.